Event description:
Related manufacture reference number: 2017865-2023-13538. It was reported patient presented at the emergency room. Investigation noted that both the right ventricular lead and left ventricular were dislodged. Both leads were explanted and replaced on (B)(6) 2023. The patient is recovering from procedure.

Manufacturer narrative:
The reported event lead dislodgement was unconfirmed. As received, a complete lead was returned in one piece. Visual examination and electrical testing did not identify any anomalies.